Event description:
A radial jaw 4 biopsy forcep was used during biopsy in the colon w/polypectomy procedure. Two polyps were removed. In the process of removing the third polyp, it was noticed that the anchoring needle was bent to the side. They pulled the biopsy forcep back into the scope channel, and pulled the whole scope out of the pt. (Model scope unk). They used another scope and another of the same device to complete the case. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The suspect device has not been received for evaluation. The cause of the reported malfunction is currently undetermined. Results of a product evaluation will be provided in a follow-up medwatch report.